Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter came in for evaluation. The cutter failed the test cut. The gear, collars, bearings were replaced. The unit was returned to service. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the roller collars need replaced. No patient involvement or impact. The device failed the test cut during evaluation. Due diligence information complete.